Event description:
A cusotmer contacted beckman coulter regarding an erroneaous troponin (accu tnl) result from a single patient sample that was generated by the unicel dxl 800 access instrument. The customer indicated that 2 tubes were drawn on a an ER patient. Tube a was a plain 12 x 75 mm serum tube centrifuged at 3,000 rpm for 5 minutes. Tube b was a 12 x 75 mm gel lithium heparin tube centrifuged at 3,500 rpm for 5 minutes. The cusotmer indicated that bot hsamples were unknowingly run for accu tnl at the same time (per customer, another technician loaded sample b on the instrument) and 2 different results were obtained. Sample a; accu tnl result was 0.02 ng/ml. Sample b; accu tnl result was 0.62 ng/ml. The customer re-tested sample a and b for accu tnl on another instrument in their lab. The repeated accu tnl result was 0.03 ng/ml for sample a and 0.06 ng/ml for sample b. No affect to patient was reported in this event.